Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported (via mw5094712) that a female patient of unknown age, who underwent breast prosthesis implantation procedure with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including debilitating joint/ muscle pain, chronic fatigue, bowel issues, anxiety/depression, insomnia, chest pain, chronic pain syndrome, osteoporosis, osteoarthritis, fibromyalgia, body is progressively getting worse, one limb at a time, stage 3 kidney disease, abnormal liver enzymes, low wbc, low igg antibodies, and extremely high cholesterol levels. The patient has had several mris, x-rays, nerve studies, blood tests last year and is also on numerous medication to deal with the new onset issues. The patient reportedly has twenty-one out of the thirty-one breast implant illness symptoms. The patient is under the care of a pain doctor, primary doctor, neurologist, rheumatologist, psychiatrist, and a physical therapist. The patient had to quit work and due to all their debilitating issues, they are currently applying for disability. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient reported having an appointment with a plastic surgeon to have the implants removed but did not provide an explantation date. This medwatch form is for the left breast prosthesis.